Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 335 mg/dl. System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered a bolus to stabilize blood glucose levels. In addition, it was reported that the customer received an incomplete bolus alert. Tandem technical support educated the customer on what the alert means. Customer stated that she had delivered a bolus and did not exit out of the bolus screen.